Event description:
It was reported and learned through medical records that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of 8 years, 7 months due to heavy leaflet calcification and restricted leaflet mobility with severe stenosis. The patient presented with heart failure, cardiogenic shock, sob, and worsening doe. The procedure was performed with a 23mm 9755rsl transcatheter valve. Patient was in stable condition and transferred to ICU post procedure in a critically ill state. Patient was discharged pod #5 . Per medical records, patient presented with heart failure w/ normal ef 50%, cardiogenic shock, worsening doe, and sob. Pre-op tee revealed moderate calcification of the aortic valve and restricted movement of the aortic valve cusps, consistent with severe aortic stenosis. Mean gradient across the aortic valve was 51 mmhg, and lvef of 50-55%. Tavr was performed with a 23mm s3 ultra. The valve was deployed successfully with no complication and patient was in stable condition post procedure, but remained in critically ill state. Post tte (pod # 2) revealed lfev of 50-55% with av peak/mean gradient of 46/18mmhg. Patient was transferred to ICU post procedure and discharged pod # 5.

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
H11: additional manufacturer narrative: updated sections d4 (expiration date), h4, h6 (component code, investigation findings, investigation conclusions). Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The most likely cause is patient factors, including type 2 diabetes mellitus, hyperlipidemia, atherosclerosis and radiotherapy. The subject device is not available for evaluation as it remains in the patient. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data. Corrected section h6 (type of investigation, device code).